Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracic procedure, the surgeon was able to press the green button but the stapler was not able to fire. Another stapler handle was opened and this gun worked perfectly. There was no patient injury.